Manufacturer narrative:
(B)(4). The lot was manufactured from may 21, 2014 to may 22, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed with no issues noted. Leak testing was performed and passed successfully with no issues noted. The reported leak could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This malfunction was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.